Event description:
Customer reported that when weight is released from the sensor the alarm does not alarm. No visible damage to the sensor reported. No pt incident or injury reported.

Manufacturer narrative:
The product was requested to be returned for eval, but has not been received. Note: instructions for use state: never roll, fold or crease sensor. This will damage sensor and may cause false alarm or no alarm. (B)(4).